Event description:
Failed CPAP and apnea, low tidal volume during manufacturer maintenance testing

Manufacturer narrative:
The unit was returned for repair and was recalibrated and tested. It met all specifications after the calibration was completed.